Event description:
It was reported that after three days of use of a cleo® 90 infusion set, the patient's blood glucose levels went up "for no apparent reason". The patient changed the site and their blood glucose levels returned to target range. No permanent injury was reported.